Manufacturer narrative:
A complete lead was received for analysis. As received, the helix was extended and could not be retracted due to blood-like substance in the helix housing and on the inner coil. In addition, the inner coil was over-torqued at the connector region. The lead was cleaned and direct torque was applied to the inner coil and the helix could be retracted and extended. The full helix extension length was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported dislodgement, inadequate capture, and helix issues could not be conclusively determined.

Manufacturer narrative:
(B)(4)

Event description:
During follow-up, the lead had an elevated threshold. An x-ray was performed which indicated the lead was dislocated. The lead was attempted to be revised; however, the helix would not move. The lead was explanted and replaced with no adverse consequences to the patient.